Event description:
Healthcare professional reports one incident of blood leak with the af 220 dialyzer noted during patient treatment. Blood in dialyzer and lines was returned to the pt before treatment was resumed with new disposables. No pt injury or medical intervention reported.